Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a battery out limit alarm for the past three battery changes. The patient's blood glucose at the time of incident was 10.5 mmol/l. Troubleshooting was initiated and the customer confirmed that the insulin pump was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents within specifications however, the insulin pump was received with corroded battery tube. No battery out limit alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken battery tube threads and minor scratches on the lcd window.